Event description:
The nurse went to take blood from a patient who had been admitted with chest pain. After taking the blood, she went to flick the butterfly to retract the needle, but the needle would not retract. A needlestick to the nurse's left ring finger occurred when crossing her body with the device. The needle was placed into the sharps bin. The nurse immediately her finger under water until the bleeding stopped and went to a&e. Once there, blood was taken and a (B)(6) was given to the nurse. Blood from the source patient was also taken. The results of the blood testing was (B)(6).

Manufacturer narrative:
Results: additional information regarding the event was received on (B)(4) 2014, making this incident reportable. The sample is not available for evaluation. A review of the device history records could not be performed as a lot number for this incident was not provided. Conclusions: without a sample, a root cause for this incident could not be identified.